Event description:
During an ongoing clinical study involving the cohealyx product, a serious adverse event of "graft loss" deemed possibly related to the product was noted. Details surrounding initial surgery were not specified, but the cohealyx product was initially secured and hydrated on (B)(6) 2025. Graft placement performed 12 days later on 9/6/2025. The serious adverse event of graft loss was reported on (B)(6) 2025. A regraft was performed on(B)(6) 2025, in which the patient's own skin (meshed split-thickness skin graft) and recell (not a collagen matrix, inc. Product) were used. The cohealyx product was not explanted. The re-graft was completed successfully and the outcome of the initial serious adverse event was reported as 'recovered/resolved.' No further information surrounding the event, patient outcome, or patient status will be provided.